Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The main coil and the delivery wire were interlocked inside the introducer sheath. The main coil and the delivery wire were interlock. Twist lock was opened. The main coil was found stretched and the interlocking arm detached. Functional inspection revealed that the main coil was found detached inside the introducer sheath, for this reason the functional inspection could not be performed. Microscope inspection revealed that under magnification, it was possible to observe the interlocking arm detached.

Event description:
Reportable based on device analysis completed on (B)(6) 2022. It was reported that the device was stuck in the microcatheter. The target lesion was located in the pelvic cavity. A 6mm x 20cm interlock .035 was selected for use. During the procedure, it was noted that the coil was stuck in the middle of the non-boston scientific microcatheter. The coil was withdrawn from the sheath and removed. The procedure was completed with another of the same device. No complications reported and the patient is stable. However, device investigations revealed that the interlocking arm was detached.